Event description:
Rn reported injecting a patient with radiesse dermal filler in the nasolabial folds, cheeks and oral commissures on (B)(6) 2012. One day later, the patient reported swelling. The following day she returned to the spa complaining of an area on one side of her face which was very warm, very tender with painful burning inside of her mouth. Also present was a reddish streak with peeling of the skin between the oral commissure and nasolabial fold. The patient was prescribed prednisone and keflex, 500 mg.

Manufacturer narrative:
The patient returned for evaluation on (B)(6) 2012 and was much improved after taking keflex and prednisone. Both the rn and medical director believe an infection may have been present. A review of the device history records indicates the reported lot #1033825 met all specifications prior to release with no abnormalities noted.